Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing of noise. Therapy was exhausted in some episodes. The patient was hospitalized for testing and the physician was unable to reproduce the noise. Automatic setup showed no good sensing vector. Technical services (ts) was sent information for review. Upon review, ts noted that the patient received multiple inappropriate shocks over a ten-day period while programmed in primary sensing vector. Ts determined the noise signal signature is consistent with changes in the impedance pathway of the primary sensing vector and discussed potential causes along with troubleshooting techniques. The sensing vector was reprogrammed to secondary and ts observed that there is appropriate sensing with r-wave amplitude. While reviewing the information in the remote home monitoring system, ts found out of range shock impedance measurements during the same time frame. Ts discussed additional troubleshooting recommendations. The s-ICD and electrode remains in service and no adverse effects were reported.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing of noise. Therapy was exhausted in some episodes. The patient was hospitalized for testing and the physician was unable to reproduce the noise. Automatic setup showed no good sensing vector. Technical services (ts) was sent information for review. Upon review, ts noted that the patient received multiple inappropriate shocks over a ten-day period while programmed in primary sensing vector. Ts determined the noise signal signature is consistent with changes in the impedance pathway of the primary sensing vector and discussed potential causes along with troubleshooting techniques. The sensing vector was reprogrammed to secondary and ts observed that there is appropriate sensing with r-wave amplitude. While reviewing the information in the remote home monitoring system, ts found out of range shock impedance measurements during the same time frame. Ts discussed additional troubleshooting recommendations. The s-ICD and electrode remains in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were returned for analysis, thus indicating the system was explanted. No additional adverse effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body along with x-rays found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing of noise. Therapy was exhausted in some episodes. The patient was hospitalized for testing and the physician was unable to reproduce the noise. Automatic setup showed no good sensing vector. Technical services (ts) was sent information for review. Upon review, ts noted that the patient received multiple inappropriate shocks over a ten-day period while programmed in primary sensing vector. Ts determined the noise signal signature is consistent with changes in the impedance pathway of the primary sensing vector and discussed potential causes along with troubleshooting techniques. The sensing vector was reprogrammed to secondary and ts observed that there is appropriate sensing with r-wave amplitude. While reviewing the information in the remote home monitoring system, ts found out of range shock impedance measurements during the same time frame. Ts discussed additional troubleshooting recommendations. The s-ICD and electrode remains in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were returned for analysis, thus indicating the system was explanted. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body along with x-rays found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the aware date and add information to describe event or problem.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing of noise. Therapy was exhausted in some episodes. The patient was hospitalized for testing and the physician was unable to reproduce the noise. Automatic setup showed no good sensing vector. Technical services (ts) was sent information for review. Upon review, ts noted that the patient received multiple inappropriate shocks over a ten-day period while programmed in primary sensing vector. Ts determined the noise signal signature is consistent with changes in the impedance pathway of the primary sensing vector and discussed potential causes along with troubleshooting techniques. The sensing vector was reprogrammed to secondary and ts observed that there is appropriate sensing with r-wave amplitude. While reviewing the information in the remote home monitoring system, ts found out of range shock impedance measurements during the same time frame. Ts discussed additional troubleshooting recommendations. The s-ICD and electrode remains in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were returned for analysis, thus indicating the system was explanted. No additional adverse effects were reported. Additional information was received that ts further review found that there was both myopotential noise from the pectoral region with any kind of movement without specific muscle stress. The previous observed wider mechanical artifact was not reproduced. Ts discussed potential causes. Review of x-rays from the last device follow-up did show that the electrode may be bending toward the left side. Explant of the system was noted.